Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the printer made noise when printing. Analysis also found the printer drawer was broken and the system fan was noisy. One screw on the keyboard was missing; it was noted the screw was found and removed from inside the programmer. The programmer failed driven lead/wrist electrode test due to the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported that the printer was making noise and double printing. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.